Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin.net with episodes of non-sustained right ventricular oversensing alerts from the implantable cardioverter defibrillator. The episodes were determined to be caused by post paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were recommended.

Event description:
New information received stated that on oct. 11, 2019 the patient presented to the clinic and the device was reprogrammed as recommended. The patient's condition was stable.